Event description:
Reported described event as follows an employee saw a 2/3 full sharps container that was placed on the floor outside the soiled utility area. The container was not final locked, therefore, the employee picked up the container and went to final lock it. As he did this he held it sideways against his stomach, and went to push in the flap. At that time he reportedly rec'd a needlestick to his abdomen from a needle/syringe that had punctured through the side of the container. The employee is not sure of when the needle/syringe punctured the container, as he was going to final lock the container, or before he picked up the container.